Event description:
It was reported that the device alarmed for "technical failure". No patient harm reported.

Manufacturer narrative:
The investigation was based on the provided information and photo. Based on the photo the reported "technical failure" alarm could be confirmed. The user stated that the pcb sensor was replaced which solved the issue. The pcb sensor carries the pressure sensors it usually does not need to be replaced during lifetime of the device, however in isolated cases it may need to be replaced. As the requested log files were not received the underlying root cause of the displayed general "technical failure" could not be determined. In case the device detects a technical problem the device alarms visually and acoustically. In case of a technical failure prior to operation, ventilation function cannot be started. In this case an alternative independent ventilation device must be used, as described in the instruction for use. In the present case new information were received that the device was not in use on a patient as the reported event occurred. Based on this, the case is assessed as not reportable as neither death nor a serious injury were caused, nor would it be expected to occur in case of recurrence. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device alarmed for "technical failure". No patient harm reported.